Event description:
The customer reported to olympus, the biopsy channel on the evis lucera elite colonovideoscope failed the culture test. According to the user, the failure of the ¿continuous bacterial test¿ occurred after the endoscope was repaired. The intended procedure was a diagnostic colonoscopy and it was completed with the same device. The procedure was not delayed more than 15 minutes. There was no patient harm reported regarding this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. Inspection of the returned device found switch button #1 failed the function test because of corrosion, the switch board short circuited due to water invasion and the biopsy channel was scratched. Pin holes were also found on the number 1 key top. Additional information was provided regarding the cleaning, disinfection and sterilization (cds) processes at the facility. The lens body is wiped with gauze that is soaked in enzyme solution, then the scope is flush water for 30 seconds and then air is flushed for 10 seconds. The enzyme solution is suctioned out of the device for 30 seconds and then air is flushed through the device for 10 seconds. The device is then brushed and the whole pipeline is irrigated in enzyme solution. The device is checked for leakage. The customer did not use an automated endoscope reprocessor (aer). During manual cleaning, all channels are ensured to deliver fluid normally and the adapter working as intended. In addition, the device is cleaned with gauze and alcohol is injected using a syringe. The customer uses ga as an endoscope disinfectant. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Correction to e1, the reporter's province is (B)(6). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted during the evaluation however, those defects were not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be established. Growth of microorganisms were found through culture testing by the user after reprocessing. The information on the number and kind of microorganisms found by the user was not provided. The following is included in the instructions for use (IFU): "reprocessing manual: precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. Inspection of the returned device found switch button #1 failed the function test because of corrosion, the switch board short circuited due to water invasion and the biopsy channel was scratched. Pin holes were also found on the number 1 key top. Additional information was provided regarding the cleaning, disinfection and sterilization (cds) processes at the facility. The lens body is wiped with gauze that is soaked in enzyme solution, then the scope is flush water for 30 seconds and then air is flushed for 10 seconds. The enzyme solution is suctioned out of the device for 30 seconds and then air is flushed through the device for 10 seconds. The device is then brushed and the whole pipeline is irrigated in enzyme solution. The device is checked for leakage. The customer did not use an automated endoscope reprocessor (aer). During manual cleaning, all channels are ensured to deliver fluid normally and the adapter working as intended. In addition, the device is cleaned with gauze and alcohol is injected using a syringe. The customer uses ga as an endoscope disinfectant. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the biopsy channel on the evis lucera elite colonovideoscope failed the culture test. According to the user, the failure of the ¿continuous bacterial test¿ occurred after the endoscope was repaired. The intended procedure was a diagnostic colonoscopy and it was completed with the same device. The procedure was not delayed more than 15 minutes. There was no patient harm reported regarding this event.